Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Analysis found the stylet would not advance because there was likely dried blood/body fluid in the lumen from the explant procedure.

Event description:
Boston scientific received information that this patient developed severe tricuspid regurgitation (tr). It was thought the severe tr was due to this right ventricular (rv) lead implant. Therefore, the decision was made to explant this rv lead since the patient did not require any rv pacing. No additional adverse patient effects were reported.